Event description:
On (B)(6) 2011, the lay user/patient's daughter contacted lifescan (lfs) (B)(4) alleging that the patient's onetouch ultrasmart meter was reading inaccurately low compared to another device. The complaint was classified based on the customer service representative (csr) documentation, since the reporter was unable to be reached by phone to obtain additional information. The patient's daughter did not know when the alleged inaccuracy began. The reporter claimed that on an unspecified date/time the patient mentioned that his physician's meter was reading higher than the subject meter. Readings on either of the meters were not provided. The patient's daughter stated in response to the low readings, the patient took a decreased dose of oral medication for an unspecified amount of time. Sometime after the alleged inaccuracy began, the reporter claimed the patient developed symptoms of blurred vision and dry mouth. It is not known what medical treatment, if any, the patient received in response to the symptoms. At the time of troubleshooting, the csr discovered that the patient was using test strips that expired in (B)(6) 2009. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate low readings on the subject meter, took a decreased dose of medication based on the alleged results, and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
The 510(k) # is k021819. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.